Event description:
Per independent repair center statement, the irc5p concentrator had low o2 (yellow light). The key failure was the poppet valve not shifting. Additional malfunctions were leaking hose clamps and zip ties.